Event description:
A customer reported toxic anterior segment syndrome (tass) after surgery. The pt has been assessed and the infection is under control and symptoms are improving following unspecified medical treatment. It was noted that the surgeon used preservative free adrenaline as an additive to the balanced salt solution (bss) used at the time of surgery.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An investigation has been previously conducted which shows no evidence of tass related to this product. All lots were released according to the required specifications. The product was not returned and not enough info was provided from the account for further investigation. It is unclear how the product could have contributed to this event.(B)(4).